Event description:
It was reported the ems was used during a prolapse procedure. It was reported by the affiliate the device jammed and the staples were not delivered. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48494. Ees #.980196/j. D5,6; h4: information not available, device not returned for analysis.